Event description:
On (B) (6), 2010, it was initially reported that a patient experienced an upset stomach following use of 3m espe sootherx therapy for sensitive teeth. The patient's dentist contacted 3m espe on (B) (6), 2010, with an update that the patient was diagnosed with (B) (6). The patient began using sootherx on (B) (6), 2010. Initial symptoms of upset stomach was noted on (B) (6), 2010. By (B) (6), 2010, the reported symptoms expanded to include severe heartburn, weakness and yellowing of the eyes; use of the product was discontinued on (B) (6), 2010. The patient was using a small amount of the product twice daily and expectorating as directed. The patient sought medical attention at an emergency room on (B) (6), 2010 and was admitted to the hospital; based on available information, the patient was released on (B) (6), 2010. To date, conflicting information has been provided to 3m espe with respect to the patient's condition.

Manufacturer narrative:
One report from the patient's dentist indicates that the patient's condition is deteriorating and another, from the patient's physician, indicates that her condition is improving. 3m espe will continue to track the patient's status. Methods, results and conclusions: device was not returned to 3m espe, therefore, no eval could be conducted.